Manufacturer narrative:
H3,h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the tcu board was faulty and causing failures during the system integrity boot sequence. The most likely cause seems to be related to a fault in the tool control unit board. It is possible that this may have occurred due to electrical damage. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: health effect - impact code.

Event description:
It was reported that, during set-up for a cori assisted tka surgery, when plugging in the system, they got the blue man icon. Troubleshooting was attempted, a hard shutdown was performed on the console, waited for 10 seconds and then try to restart the console, but once again they got the blue man icon. Also, it was tried to power down the system and plugging into a different outlet, but still got the blue icon upon trying to turn on the system. The surgery was completed changing to manual procedure. It is unknown if there was any delay. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during set-up for a cori assisted tka surgery, when plugging in the system, they got the blue man icon. Troubleshooting was attempted, a hard shutdown was performed on the console, waited for 10 seconds and then try to restart the console, but once again they got the blue man icon. Also, it was tried to power down the system and plugging into a different outlet, but still got the blue icon upon trying to turn on the system. The surgery was completed changing to manual procedure. No delay was reported. Since incident occurred before procedure; patient was not yet involved.